Event description:
It was reported that during a radial artery harvesting procedure, the device froze up generating a constant error back to the generator. Procedure was finished with cutting and ties. There was no pt consequence.